Event description:
The customer reported that during a patient event, their device power cycled itself and once back on, the service indicator was illuminated. The patient was reported to have a chainsaw accident where the saw had kicked back and hit him in the cheek. The patient did not lose consciousness and was not in need of critical therapy from the device. The patient did not suffer any adverse effects during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported loss of power. Physio did verify through the device event log printout that the loss of power did occur, but could not determine what led to the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.